Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. Unrelated to the reported event, the battery compartment was observed to be cracked from the threads to the case seal. Also unrelated to the reported event, the keypad cover was intact. Evaluation revealed that the up and down keypad buttons were intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. A cartridge cap and battery cap were not returned with the device; a test battery cap was used during all steps of the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.